Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was returned in one piece with tip detached. The fiber measured approximately 315.4 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 2 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it, this indicated that the fiber was broken within the connector. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2019. According to the complainant, during procedure, there was no energy coming out from the laser fiber upon laser activation. The procedure was completed with another accutrac 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector and tip detached.